Event description:
It was reported in a scientific article that during a study of vns, one patient died of sudep. No additional information was given. Follow up with physician indicated that he does not work at the institution where the study was conducted, therefore, cannot provide the information. Follow up with another physician indicated that there is no way they can find this patient in the chart since the study had taken place a long time ago. Good faith attempts to obtain additional information has been unsuccessful.

Manufacturer narrative:
Article reference: spanaki, marianna, et al. "Vagus nerve stimulation therapy: 5-year or greater outcome at a university-based epilepsy center." Seizure 2004;12:587-590.